Event description:
According to the complainant, during procedure prepping, outside the patient, it was observed that the seal on the hydrothermablator procedure set package was compromised, therefore, the product was not sterile. The physician successfully completed the procedure with another hydrothermablator procedure set.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded